Event description:
It was reported during use the bd vacutainer® lh pst¿ ii plus blood collection tubes had the whole tube push off non-patient end of the needle. The following information was provided by the initial reporter: the customer stated ¿when customer is using the tubes, the tubes kicks back and do not stay in the holder. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® lh pst¿ ii plus blood collection tubes had the whole tube push off non-patient end of the needle. The following information was provided by the initial reporter: the customer stated ¿when customer is using the tubes, the tubes kicks back and do not stay in the holder. "